Manufacturer narrative:
E1 - initial reporter address 1: no. (B)(6). Device evaluated by MFR.: the express ld vascular device was returned for analysis. A visual examination identified that the balloon was not folded which is an indication that the balloon had been subjected to positive pressure. No issues were identified with the balloon material. A visual and tactile examination found no kinks or damage to the shaft and tip device. The device was returned with the stent fully deployed from the balloon catheter. The stent was not returned for analysis. This concludes the product analysis.

Event description:
It was reported that stent difficult to position occurred requiring snare for removal. The over 80% stenosed target lesion was located in the left subclavian artery. A 9.0x30x135 express ld vascular stent was selected for treatment. During the procedure, the stenosis of the target lesion was determined after imaging, and the 7f long sheath was placed at the opening of the aorta. The microguidewire was selected to be placed in the distal lesion, and the stent was pre-installed along the guidewire. The balloon was then inflated, but the stent was incompletely deployed due to poor positioning, which impacted the vertebral artery stent blood flow. The stent was removed by snare, and the procedure was completed with an 8x17 ld stent and 4x15 sd balloon. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that stent difficult to position occurred requiring snare for removal. The over 80% stenosed target lesion was located in the left subclavian artery. A 9.0x30x135 express ld vascular stent was selected for treatment. During the procedure, the stenosis of the target lesion was determined after imaging, and the 7f long sheath was placed at the opening of the aorta. The microguidewire was selected to be placed in the distal lesion, and the stent was pre-installed along the guidewire. The balloon was then inflated, but the stent was incompletely deployed due to poor positioning, which impacted the vertebral artery stent blood flow. The stent was removed by snare, and the procedure was completed with an 8x17 ld stent and 4x15 sd balloon. There were no patient complications as a result of this event.